Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 5/26/2021, it was noticed that the initial reporter information ((B)(6)) was inadvertently omitted from section e, in the 3500a initial medwatch. As such, the fields in section e. Have been populated with the pertinent information.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) persistent ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. A transseptal puncture was performed with a brk needle abbott. The event occurred during use of the thermocool® smart touch® sf uni-directional navigation catheter, but it was unknown if ablation had been performed. There was no evidence of a steam pop. The patient required extended hospitalization for monitoring. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient was reported to have fully recovered (no residual effects). Force visualization features were, dashboard & vector. Visitag module was used with the following parameters for stability: ¿3,3,30,8¿ with no additional filter used. Irrigation catheter flow setting were 8ml/min up to 30 w, 15ml/min above 30. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure.